Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive. The reporter denied that the pump was exposed to water. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: there was no visible damage to the keypad. Keypad functionality could not be tested due to the blank display. No damage or contamination on the button contacts was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.